Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the liner and locking ring became loose. Surgeon removed the damaged locking ring as well as the liner and head. Due to slight damage around the cup from the neck impinging, surgeon ended up cementing in the liner into the existing duraloc cup and placed a new 32+5 head. Doi: 1998; dor: (B)(6) 2018; left hip.